Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. Tandem technical support assisted customer with reloading the same cartridge. Customer then received an accurate fill estimate. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. It was indicated that the customer cleared the alarm prior to calling tandem technical support and insulin delivery was able to be resumed. There was no impact to the customer's blood glucose level. It was indicated that the customer would use the current pump until the replacement pump was received.